Event description:
It was reported alaris smartsite low sorbing secondary set had a component separation issue. The following information was provided by the initial reporter: "before the rn was even able to hook up the bag to the pump, the tubing came apart from the drip chamber".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the tubing coming apart at drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 21069687 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation other component - leak with lot #21069687 regarding item #10014881. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported alaris smartsite low sorbing secondary set had a component separation issue. The following information was provided by the initial reporter: "before the rn was even able to hook up the bag to the pump, the tubing came apart from the drip chamber."